Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 486 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, the customer experienced difficulty breathing, had trouble walking along with nausea. Customer was treated with intravenous insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage.